Manufacturer narrative:
The event occurred in the (B)(6).

Event description:
Reporter stated that the pt obtained a blood glucose result of 6.0 mmol/l on the compact plus system. Pt retested blood glucose on the compact plus system, one minute later, and obtained a result of 3.2 mmol/l. Reporter noted that pt did not modify therapy based on these values. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for eval.